Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had check clutch/plunger lever message. This alarm event pauses the delivery of the pump until the error is addressed. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg; 8/6/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was verified. The root cause is due to the plunger flipper movement is impaired. It was also found the plunger level was sticky. Cleaned and greased flipper gears and racks to correct defective component.